Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The returned device was evaluated and the cannula was blocked by a plug of cement, which prevented the pouch from being punctured properly. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Investigation results concluded that the reported event was likely due to user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the monomer liquid could not be sucked into the cartridge.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filled accordingly.

Manufacturer narrative:
(B)(4). Report source- foreign. The event occurred in (B)(6). The product within this report is a combination product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the monomer cement could not be sucked into the cartridge. No further information has been made available at this time.